Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. No electrical anomalies were detected. Patient was asymptomatic. Lead was capped and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.